Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial # unknown, product type: recharger; product ID: pnma01411a004, serial # unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) had been ¿acting up¿. The patient stated they could not get rid of the reposition antenna screen. They also mentioned seeing a screen with a doctor on it ¿several time¿ but was unsure of what code was on it. The patient added they have to charge the ins for an hour or longer when they charge at night. They spoke with a manufacturer representative (rep) about having to charge and the rep ¿fixed¿ the issue. They clarified by saying they were referring to the settings the rep adjusted for the patient to assist with the charging. The patient stated they have to charge for an hour or longer because of their settings. The patient started a charge session and had full coupling. They stated the screen does not stay on with coupling bars and will go back to reposition antenna screen. This did not happen during the call. They stated they did not use the recharging belt because they are petite and it never stayed on. The patient added that the ins was ¿loose in the sac¿ and was told the device had moved a little. They stated they were told they would have trouble charging the ins so they lay on the insr antenna. They stated they have tried adhesive discs and believed they worked and had a few left. A replacement antenna was sent. The patient was advised to follow up with a healthcare professional (hcp) if this did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the charger started to flip back to the screen as if they did not have the charger on the battery. After about 3 weeks they took itin to be checked and it worked at that time. Finally, they called and they thought it was the cord. When they received the (antenna) cord it worked great. The replacement antenna resolved the issue. They provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.